Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The returned retriever was examined, inspection revealed no anomalies. There was no kinks, bends or damage noted. During functional testing, the retriever was successfully advanced through the returned insertion tool and through a demo microcatheter without any difficulties. The retriever opened normally after it exited the microcatheter. The retriever functioned as intended. Additional information provided by the customer indicated that the device was in good condition prior to use, the device was prepared per the device directions for use (dfu). And continuous flush was maintained while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event.

Event description:
During a thrombectomy procedure, it was reported that the stent retriever (subject device) was stuck on the vessel wall and there was difficulty to withdraw from the vessel. After that, a microcatheter covered the stent retriever and was lightly moved out of the patient¿s body. While the microcatheter device was lightly moved, the tip of the microcatheter was broken. The broken part of the microcatheter was completely removed from the patient with no clinical consequence to the patient.

Manufacturer narrative:
This is 1 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
During a thrombectomy procedure, it was reported that the stent retriever (subject device) was stuck on the vessel wall and there was difficulty to withdraw from the vessel. After that, a microcatheter covered the stent retriever and was lightly moved out of the patient¿s body. While the microcatheter device was lightly moved, the tip of the microcatheter was broken. The broken part of the microcatheter was completely removed from the patient with no clinical consequence to the patient.